Event description:
The customer reported a generator communication error message. This causes the system to shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The jedi software was reinstalled and the jedi generator was calibrated. The system was tested and found to be working as intended and returned to svc.